Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Blood glucose level of the customer was 578 mg/dl when admitted to the hospital. The customer was treated with the fluid. The customer was throwing up and feeling weak leading to hospitalization. The customer declined for troubleshooting. The customer also stated that the insulin pump had no delivery alarms and low battery alarms. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 1 day. No unexpected low battery alarm, off no power alarm or charge/battery anomaly noted. Device uploaded properly using carelink. Device had broken battery belt clip slot, minor scratched display window, broken battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).